Event description:
According to info rec'd from the initial reporter, the pt's physician indicated that the pt had her bjork-shiley convexo-concave aortic heart valve replaced due to a paravalvular leak.